Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage post deployment and vessel occlusion occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal branch of the left anterior descending artery. A 2.25 x 16 synergy ii drug-eluting stent was deployed to treat the lesion. Post stent deployment in the diagonal branch, there was difficulty in removing a non-bsc guide wire. The wire locked and hemostat was needed to remove the device. Subsequently, angiography revealed that the stent prolapsed or "accordioned". An attempt to re-cross the prolapsed/accordioned stent with guide wire or balloon catheter was performed, but failed. Eventually, the diagonal branch was closed permanently. The procedure was completed. No further patient complications were reported and the patient did well.